Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgical procedure due to left cylinder migration. During the procedure the existing device was removed and a new tactra penile prosthesis was implanted. No information was provided about the patient's outcome. It was further reported that the patient was doing well following the procedure. No more information available at the moment. Should additional information become available, it will be provided.